Event description:
The customer reported intermittent communication errors. This error will result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 5 vdc power supply was evaluated and adjusted to the proper voltage. The system was tested and found to be working as intended and returned to service.